Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ 18g x 1.16 in prn had leakage in the joint of the extension tubing and the tube hub.

Event description:
It was reported that a bd pegasus¿ 18g x 1.16 in prn had leakage in the joint of the extension tubing and the tube hub.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility, a device history record review was conducted for the reported lot number. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records this is the only instance of leakage being observed in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Investigation conclusion: additionally, leakage testing was conducted on the sample returned to us by the facility. No abnormalities were discovered during the course of our testing, or during further microscopic evaluation of the device. Root cause description: unfortunately based on the results of our investigation, the root cause for this complaint could not be determined at the conclusion of our review. Rationale: bd will continue to track and trend for this issue.